Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse then replaced the power supply to resolve the reported issue. The fse replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the alternating current (ac) light emitting diode (led) was not lit and the device ran on battery. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the alternating current (ac) light emitting diode (led) was not lit, and the device ran on battery. Device evaluation and repair are pending, and the investigation is ongoing.